Manufacturer narrative:
Medtronic representative following-up at site reported the system was functioning normally. Software investigation completed. Reported behavior could not be replicated. Unable to determine root cause as system functioned properly. No fault found.

Event description:
A medtronic ent representative reported that while in a procedure, using the pb small suction, the software went twice from navigate to register patient. Site confirmed they did not push the 'back' button, however, their registration was erased and they had to re-register. Also noted, this was the first time this surgeon had used this system. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.